Manufacturer narrative:
The investigation determined that a discordant, false reactive ahavm result was obtained from a patient sample when tested using vitros ahavm lot 5470 on a vitros 5600 integrated system. A definitive cause of the event was not established. Based on historical qc results and qc results on the date of the event (B)(6) 2021, a vitros ahavm lot 5470 issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahavm lot 5470. Diagnostic precision testing performed prior to the event (precision testing performed on 21 june 2021) suggested acceptable performance of the vitros 5600 integrated system. However, an instrument issue cannot be completely ruled out as a contributor to the event as no precision testing was performed to verify instrument performance on the date of the event (B)(6) 2021 and an ortho fe replaced many parts within the microwell subsystem of the vitros 5600 integrated system on 01 july 2021 as part of service actions. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(4).

Event description:
The investigation determined that a discordant, false reactive vitros anti-hav igm (ahavm) result was obtained from a patient sample when tested using vitros ahavm lot 5470 on a vitros 5600 integrated system. Result of 2.60 s/c (reactive) versus the expected result of negative. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros ahavm result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).